Event description:
It was reported that during a drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in a non-calcified and moderately tortuous distal right coronary artery. The pt presented with an acute myocardial infarction and the distal right coronary artery was 100% occluded. The physician first aspirated the thrombus. A 4.0x12mm liberte' bare metal stent was advanced to the lesion, but could not cross. When the physician removed the stent from the body, stent damage was noted. The procedure was completed with another liberte' bare metal stent. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).